Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was admitted to an urgent care facility after the patient experienced inflammation at the pocket site. The patient was placed on oral antibiotics. No additional information is known at this time.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated the patient was later diagnosed with an infection. As a result, the patient underwent surgical intervention wherein the entire system was explanted to address the issue.